Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced erbe to resolve the error c-34. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and system logs showed (25913 c-34 errors 4/30/2025.) Visual inspection identified small scratch top cover. Unit that was placed on golden system and was run in normal mode and c-34 error occurred on startup and mono coag activation. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause of error c-34 is attributed to high frequency voltage too low in on state.

Event description:
It was reported that during a da vinci-assisted inguinal hernia-unilateral surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported erbe encountered c-34 error. Site tried to power cycle the erbe multiple times, but the issue persisted. Site was not sure if they had the covidien activation cable, so they were using the covidien ersu with the foot pedals on the floor in front of the ssc pedals. Caller called back and stated they were able to locate the bifurcated cable. Tse walked caller through connecting it to the vision side cart (vsc), they applied bipolar energy successfully. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury.